Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A field service engineer was dispatched to the customer site. Alarms were tested and found to be operating as expected. The device audit logs have been retrieved. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating the monitor did not generate an audible alarm during a desaturation event for this post-cervical fusion patient. The desaturation was witnessed by nursing staff, who intervened immediately, resulting in a successful resuscitation of the patient and return of spontaneous circulation. The patient was then transferred to ICU. The staff requested assistance in understanding what occurred leading up to the patient code. It was indicated monitoring was not interrupted and there was no patient impact alleged.